Event description:
It was reported to covidien on (B) (6) 2009 that a customer had an issue a dialysis catheter. Customer states pt was a suspicious breach on the end of the catheter. The catheter was leaking/cracked, the pt did not agree to pull and replace the catheter, but antibiotics were prescribed.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.